Event description:
The patient was admitted to the hospital in ICU several hours following a dialysis treatment. The lab data suggests the patient had hemolysis. The patient was to be released from the hospital on (B)(6). No further medical or clinical information has been provided as of this date. The clinical investigation is ongoing.

Manufacturer narrative:
A gambro polyflux 17 l dialyzer was used in the dialysis treatment. The dialyzer involved in this incident was discarded by the facility. Gambro could not perform a lot history record check or a complaint history file check, as the lot number for this dialyzer is not known.